Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a procedure the collinear reduction clamp was broke at the handle when applying tension and the surgeon had to use other options to reduce the fracture. Procedure was completed successfully without any surgical delay. This report is for one (1) collinear reduction clamp sliding mechan. This is report 1 of 1 for complaint (B)(4).